Event description:
Healthcare professional reported "capsular contracture, baker grade iii". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii". This record is for the right side. Device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii". Healthcare professional later reported "fluid collection". Patient reported "fluid build up" and "procedure to drain the fluid". This record is for the right side. Device has been explanted and it is unknown if the device will be returned.